Event description:
This case was initially received via regulatory authority FDA (reference number: mw5071404) on (B)(6) 2017. This prospective pregnancy case was reported by an other health professional and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antidiarrhoeal microorganisms (probiotics), betamethasone, betamethasone dipropionate (diprosone), clotrimazole, estrogens conjugated (premarin), fluconazole and normensal (ortho-novum 1/35). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("suspected allergic / allergy and sensitivity or immune-type") and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation, genital haemorrhage, hypersensitivity, menstrual disorder and pregnancy with contraceptive device with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.